Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the delivery catheter system (dcs) was withdrawn from the body, an occlusion at the puncture site was reported when the lower limbs were checked with the dcs. A stent was implanted and vascular reconstruction was performed. Following the stent and reconstruction, blood flow was ensured. No additional adverse patient effects were reported.